Event description:
The following report was received on july 06,2023 from the distributor: there was a failure to reach rated burst pressure (rbp) when using elunir stent system. The delivery balloon was removed, and the procedure was completed by re-entering with the ptca sc balloon. Additional information received from the distributor on july 11, 2023 the product was stored, handled, inspected and prepared according to the instructions for use (IFU); no damage was noted to the product packaging upon inspection prior to use; no kinks were noted in the catheter prior to inserting the product into the patient. The event did not cause a clinically relevant increase in the duration of the procedure.the event did not cause a significant prolongation of existing hospitalization. The event was resolved with no patient injury.

Manufacturer narrative:
DHR (device history recoed) review was performed (july 16,2023): the review of the DHR indicates that the product was supplied meeting specifications.

Manufacturer narrative:
IFU review was performed on (B)(6) 2023: no deviation from IFU was reported. Final investigation report, issued on (B)(6) 2023 concluded the following: 1.the review of the DHR (device history record) of lot # lnrkr709a indicates that the product was supplied meeting specifications. 2.the event of this complaint is addressed in the elunir dfmea report, and the risk remains low. No new risks were identified. 3.medinol didn't receive any information about this complaint, therefore our ability to investigate the incident was very limited.